Event description:
The customer reported the ventilator alarmed due to a 35volt supply failure. A 35volt failure occurrence during operation in normal ventilation mode may result in a shutdown of the device. The ventilator was not in use on a patient therefore there was no patient involvement or harm. As the device was out of warranty, the hospital biomedical engineer contacted manufacturers product support (pse) for assistance. The pse advised the customer to evaluate the power management pcb board and mtor controller pcb board for replacement to address the reported problem. The biomedical engineer reported the power management pcb board was replaced and resolved the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.